Event description:
Noise alert and possible lead damage were reported. Lead remains implanted for now.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.